Event description:
The event is reported as: alleged issue: complaint was reported that the compressor is getting very hot and is causing the tube to get hot. Complaint states that the filters were changed and the issue still occurred. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.